Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact on customer's blood glucose level.